Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the device did not sound an audible alarm tone during an alarm condition. On (B)(6) 2011 at an unspecified time, the device was programmed in the pca only mode to deliver 0.2 mg/ml dilaudid, with a 0.2 mg pca dose, a 10 minute patient lockout, and 1.2 mg one hour dose limit. The customer contact reported that on (B)(6) 2011 at 0500, the patient called the nurse to the room to report increased pain. The nurse reported that after the patient pendant was pressed, the device sounded a faint audible tone and a dose was not delivered. It was reported that the nurse thought the device may have been in the patient lockout. It was reported that after 10 minutes, the patient pendant was again and a dose was not delivered at this time, it was reported the device display indicated "empty syringe" with no audible alarm tone. A new vial was inserted and therapy was resumed using the same device. At 0800, the device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.